Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair records investigation is completed. Bwi manufacturer reference #'s (B)(4) are related to the same event. (B)(4).

Event description:
It was reported that during an a-fib procedure, noise appears on the carto 3 system and recording system that saturated all channels and bs leads. The reporter stated that the noise was intermittent (clean for about 1 second, noisy for 2-3 seconds). Troubleshooting was performed. The bs cable was unplugged, the ECG patches were checked, the ic out cable and lp (location pad) cable connections were checked as well with no resolution. The piu was verified, it was grounded and plugged into a separate power outlet. The customer was using a bear hugger patient warming device that was switched off then back on and the noise persisted while device was off. After follow up with the customer to obtain detailed information about the event, it was confirmed that the noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings in both carto and the recording system at the same time. The noise was very bad and the physician was not able to interpret the signals with the presence of the noise. The noise issue happened after connecting the lasso nav eco catheter. The physician completed the procedure bypassing the carto 3 system. There were no patient consequences.

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, noise appears on the carto 3 system and recording system that saturated all channels and bs leads. The reporter stated that the noise was intermittent (clean for about 1 second, noisy for 2-3 seconds). The physician completed the procedure bypassing the carto 3 system. There were no patient consequences. The fse (field service engineer) on site found that the ECG in cable for this system was not functioning properly. Noise was introduced when the cable was moved or adjusted. The fse ordered a new bs ECG cable for the account to be replaced. The fse also checked ECG boards, preformed functional test, and ep out test. No issues were found. The fse followed up after next case and the problem was not duplicated after the bs ECG cable was replaced. The system was found operational. An internal corrective action was opened to address the issue is related to bs ECG cables failures in the field. The DHR associated with carto 3 system serial # (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.